Manufacturer narrative:
Investigation: no product was at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. No similar complaints have been filed with products from this batch. Conclusion and root cause: due to the fact that we did not receive product for an investigation, a clear conclusion could not be drawn. Based on the information available and as a result of our investigation, a product related failure can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when checking by x-ray, it was confirmed that the ceramic was broken. It was reported that there was no harm to the patient. Components in use listed as concomitant devices are: nh102 / sc/msc ceramics insert 32 mm 48/50 sym. Nh148t / plasmacup msc size 48 mm. Nj106 / biolox prosthesis head 8/10 32 mm s. Nj212t / contact d plasmapore 8/10 size 12 mm.